Event description:
A patient underwent a hydrothorax percutaneous drainage catheter placement using navarre opti drain catheter. On (B)(6) 2025, sometimes post procedure, the drainage catheter connector allegedly fractured at the white joint between the drainage tube and the connecting tube. Additionally, fluid can be seen leaking from the rupture site. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a hydrothorax percutaneous drainage catheter placement using navarre opti drain catheter. On (B)(6) 2025 sometimes post procedure, the drainage catheter connector allegedly fractured at the white joint between the drainage tube and the connecting tube. Additionally, fluid can be seen leaking from the rupture site. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot investigation summary: the physical device was not returned for evaluation; one photo was provided for review. The photo shows a partial view of a clinician holding an implanted drainage catheter attached to an external connector. A longitudinal crack was noted on the catheter hub. Therefore, investigation is confirmed for the reported catheter connector fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.